Event description:
Reporter indicated the serial adapter cable for a vns programming handheld was broken and would not connect to the handheld. The handheld, has been returned to the MFR, and is pending product analysis. Good faith attempts to obtain additional information have been unsuccessful to date.